Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg value not provided). Tandem technical support reviewed the pump data and found that after entering the bg value and a carbohydrate value into the bolus screen, the customer did not complete the sequence to deliver the bolus. Contact acknowledged the information.